Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd and a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes that there was poor barrier separation. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other , device single use?: no, device returned to manufacture: no.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes that there was poor barrier separation. There was no report of injury or further medical intervention.